Manufacturer narrative:
(B)(4)

Event description:
New information received states that the device was explanted due to eri. The patient condition was well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted for unknown reason. There is no further information available at this time.